Event description:
It was reported that the patient¿s right ventricular lead exhibited insulation anomaly. Externalized conductors were noted on the lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable.

Manufacturer narrative:
A partial lead measuring 11.5 cm from the connector pin was retuned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information available on (B)(6) 2017 states that there was noise noted on the right ventricular lead. The patient was asymptomatic prior to procedure.